Manufacturer narrative:
(B)(4). Internal complaint number: (B)(4). Autonumber: # (B)(4). Btt was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. No visual defects were observed in and on the balloon. 50cc of air was plunged into the balloon, the balloon inflated over the course of five attempts, no air leak was observed. Based on the results of the evaluation, the reported complaint for the reported failure mode was not confirmed for "leak" the DHR record review shows that the device lot conformed to all specifications and passed a leak test prior to release. Tooling used to assemble the device does not include any object that can cause a puncture in the material.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 accessory pack balloon was not holding air. It was leaking. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 accessory pack balloon was not holding air. It was leaking. A replacement device was used to complete the procedure. The hospital did not report any patient effects.